Event description:
In (B)(6) 2009 I had surgery to implant a silicon prosthesis in my breasts for breast augmentation. Shortly after the surgery I began to have frequent headaches, initially they happened when I drank alcoholic beverages, that is, just when I took a sip I immediately got a big headache, it wasn't a hangover since it was instantaneous as I said. I never related this to the implants until now and I'll explain why: a couple of months ago by a chance I read an article about someone who had experienced something called breast implant illness and that's when I found an explanation for many health problems that I have had during all these years. Unfortunately, I do not have a complete record of everything I have suffered since in my country of origin, venezuela, there are no official medical records, however I have with me the results of some tests that have been performed on me and I have the medical history that I have kept here in the united states. Since the date I had the implants placed, I have had the following: conditions: progressive increase in the frequency and intensity of headaches, now are migraines. So far there is no a cause determined by my doctor after performing laboratory tests, including an MRI. (In the MRI, intensities were found that were classified within the normal range but that are lodged in the place where my migraines originate) tiredness, problems sleeping, very poor quality of sleep, weight gain and even episodes of depression. Fatty liver, allergic reactions to medications normally taken before surgery. Considerable increase in my ige, favoring the appearance of diseases respiratory and allergies occasional allergic reactions to foods that I normally consume such as: chocolate, canned tuna, cheese. The doctor determined that my liver was saturated with toxins and that was why those symptoms occurred. Episodes of poisoning when introducing chemically loaded foods into my body. Joint problems, especially in my right hand. Siatic nerve pain, high rate of allergic reaction to different allergens. Others unexplained episodes happened when I was pregnant in 2015: allergic rashes on both breasts with itching, no breast milk production at all, episodes of sleep apnea. More recently I have diagnosed: -rosacea, an autoimmune disease that is also very rare in people with brown (dark complexion) skin like me. This diagnosis is not 100% proven since there are no laboratory tests and I do not present the complete (overall) symptoms, my main symptom is redness of the face with the presence of a burning sensation. Vitamin d deficiency -allergic reactions on my face without a specific cause. Hormonal and metabolic problems. In summary, it is obvious that my body has been under stress or in an inflammatory process that has caused my immune system to be out of control trying to randomly attack different aspects of my health. I am convinced that silicon implants are a crucial factor in my health conditions and I want to ask the FDA to monitor this situation. Reference report: mw5145588. Punctante nonspecific t2/flair hyperintensities. Stinging pain nonspecific t2 hyperintesities.

Event description:
Additional information received on 9/18/2023 for report number mw5145589 to correct the lot and serial numbers.